Event description:
It was reported that the unit was overheating. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received for evaluation. Visual and functional testing were performed. The tank cover was cracked and the micro switch was bent, cracked at the drain elbow. Functional test: filled tank with water, attached temp check, powered on with line cord, and turned on power switch. The device was allowed to heat up and the temperature kept rising confirming the customer complaint of overheating. Device overheating caused by the malfunction of heater assembly. The root cause of the issue could not be determined. Actions (s) taken to mitigate the reported issue(s): replaced the heater.